Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two (2) devices were received for evaluation; 2 events were confirmed during testing. One (1) device was found to be affected by motor corrosion. One (1) device was found to have a worn trigger. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the devices ran on. There was no patient involvement; no patient impact.